Event description:
It was reported that this pacemaker was unable to be interrogated due to suspected premature battery depletion. The device was also reported to have reverted to a safety mode status. The device is expected to be replaced at a future date. This device remains in service. No adverse patient effects were reported.